Manufacturer narrative:
Evaluation was not possible, as the device has not been returned. The facility returned unused sterile blades. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. A review of the device history record was performed which confirmed no inconsistencies. In the event the samples are returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
During an unknown surgical procedure it was reported that the doctor found metal shavings. The doctor was using the first burr and shedding was noted in the joint and the joint was flushed. A second burr from the same lot was used and shedding was again noted in the joint, the joint was flushed. An additional back-up device was retrieved to complete the procedure. No patient injury was reported.